Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), procedural haemorrhage ("bleeding were to occur with attempted") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included menarche (13 years old). Patient denies domestic violence. Patient denies personal or family history of breast, uterine, ovarian, or colon cancer. Concurrent conditions included ovarian pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), pelvic pain ("severe pelvic pain/ pain"), anxiety ("mental anguish") and depression ("depression"). The patient was treated with oxycocet (percocet) and surgery (underwent removal due to complications from the essure device). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, anxiety and depression outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, menstrual disorder, pelvic pain and procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs received: new events: depression, anxiety were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), procedural haemorrhage ("bleeding were to occur with attempted") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included menarche (13 years old). Patient denies domestic violence. Patient denies personal or family history of breast, uterine, ovarian, or colon cancer. Concurrent conditions included ovarian pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 22 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pain"), anxiety ("mental anguish"), depression ("depression") and dyspareunia ("dyspareunia (painful sexual intercourse)."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant) and menstrual disorder ("menstruation issues"). The patient was treated with oxycocet (percocet) and surgery (underwent removal due to complications from the essure device). Essure treatment was not changed. At the time of the report, the device dislocation, menstrual disorder, anxiety, depression and dyspareunia outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, menstrual disorder, pelvic pain and procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received: new event dyspareunia (painful sexual intercourse) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), procedural haemorrhage ("bleeding were to occur with attempted ") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included menarche (13 years old). Patient denies domestic violence. Patient denies personal or family history of breast, uterine, ovarian, or colon cancer. Concurrent conditions included ovarian pain. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control as well as anaesthetics (anesthesia). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), procedural haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain/ pain"). The patient was treated with oxycocet (percocet) and surgery (underwent removal due to complications from the essure device). Essure treatment was not changed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown and the genital haemorrhage and pelvic pain had not resolved. The reporter considered device dislocation, genital haemorrhage, menstrual disorder, pelvic pain and procedural haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 30-apr-2018: plaintiff fact sheet received. New reporters added. Plaintiff demographics, concomitant drug and concomitant disease added. Essure start date and indication updated. New event abnormal bleeding (general), essure confirmation test not performed and bleeding were to occur with attempted were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent removal due to complications from the essure device). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.